Event description:
Infection with staphylococcus. Info was rec'd on 03 april 2007 from a physician regarding a female pt, with an unknown medical history who experienced infection with staphylococcus and surgery. The pt began a treatment with synvisc on an unknown date. The pt rec'd two injections of synvisc into an unspecified knee on unknown dates. The third injection was performed one week earlier. One day later, the pt experienced a swollen knee. She visited the physician and was treated with antibiotics (zinadol) (dosage unspecified), also tested with crp and erythrocyte sedimentation rate (esr) (results unknown). Paracentesis was performed and fluid collected was tested by microbiologist who concluded afterwards that those were pus cells. The following day, a surgery was performed including arthroscopy, partial hymenectomy (membrane of the knee joint partial resection) and cleaning. After the operation, the pt was treated with antibiotics (tavanic) and anti coagulant (dosage unspecified). The intensity of the adverse events was not provided per the physician. The relationship between adverse events and synvisc was assessed as probable per the physician. At the time of this report the pt's outcome was unknown. In 2007, treatment with antibiotics (zinadol) (dosage unspecified) and the paracentesis performed. The following day surgery; arthroscopy, hymenectomy (partial), cleaning, antibiotic treatment (tavanic) and anti-coagulant (dosage unspecified).